Event description:
The pump was returned for evaluation. The complaint was flagged for not being able to load a cassette properly. Upon observation, the secondary valve pin was recessed into the pump in the "open" position. A testing cassette was loaded into pump to confirm the failure. Once loaded, the pump issued a "misloaded cassette" error message. The pump was disassembled so that a visual inspection of the internal components of the fva assembly and the spring cage could be performed. The spring cage was confirmed to be the current revision and was found to not be binding the secondary valve pin. The spring cage was removed and the secondary valve pin was physically manipulated up and down. The secondary pin showed significant signs of drag during this process. The rest of the fva assembly was removed for inspection. All of the valve pins showed some signs of foreign material on the outer diameter with the secondary pin having the most of this material. It was also noted that the secondary pin's lip seals showed signs of surface damage and drawn in debris. All the valve pins were cleaned and the entire fva assembly was re-installed into the pump. The pump turned on with no error codes/messages and a final acceptance test was performed to test the functionality of the pump. The pump passed the final acceptance test with no errors. Root cause of the complaint can be attributed to a sticky secondary valve pin issue.

Event description:
Customer reports the following: biomed reported pump is not loading cassettes. Biomed cleaned pins. No patient harm. Preliminary review indicates that this was due to a either a sticky pin or faulty spring cage. This stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.